Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's controller app displayed the "replace generator soon" message. Manufacturer rep confirmed that patient had the latest app version. It was reported that patient¿s ipg was explanted and a new ipg implanted with no reported complications. Reportedly patient has therapy post-surgery.

Manufacturer narrative:
The explant date should have been (B)(6) 2019 rather than (B)(6) 2019. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.